Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. Concomitant med products and therapy dates: battery casing device, 1/1/2020. Device evaluation: the actual device was returned for evaluation. During repair, an evaluation was performed, and it was determined that the reported condition was confirmed. The assignable root cause was determined to be due to component failure from normal wear. If additional information should become available, a supplemental medwatch report will be submitted accordingly. UDI: (B)(4).

Event description:
It was reported by (B)(6) that during service and evaluation, it was determined that the motor of the small battery drive device was worn out and the controller was damaged. It was determined that the device had an insufficient/low power, sharp edges, and the moving parts of the trigger did not move smoothly. It was observed that the device had a cosmetic damage - worn coupling, seized bearing, worn motor, a wiring / soldering - electrical fault, and component damage. It was further determined that the device failed pretest for check the attachment coupling, check triggers and check power with test bench. It was noted in the service order that the device and the battery casing device were making a strange noise during use. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was unknown. However, it was reported that the event occurred in 2020. All available information has been disclosed. If additional information should available, a supplemental medwatch will be submitted accordingly.